Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. A retention test strip was also tested. Testing results (qc range = 2.5 - 3.7 inr): returned strips: qc 1: 3.1 inr, qc 2: 3.1 inr. Retention strip: qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. According to the meter's patient result memory, the 2.7 inr value from the meter was measured on (B)(6) 2015 at 20:15. The patient stated that the meter date and time were not set correctly at the time and the result was actually measured at 8:00 a.m. On (B)(6) 2019. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The occupation is lay user/patient.

Event description:
The initial reporter stated he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 5:00 a.m., a sample from this patient was tested in the laboratory using an unknown method, resulting with a value of 1.6 inr. At 8:00 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.7 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.